Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported having a loss of therapy and the patient programmer (pp) was showing the implantable neurostimulator (ins) was off, but they were able to turn it back on in (B)(6) 2016. The patient also reported that for the last couple of weeks they had pain in the vaginal area, and the programmer showed the ins was on. The patient was to follow up with the healthcare provider (hcp).

Event description:
Additional information received from the patient reported that she had extreme pain at times and the implant was found to be off at times when her incontinence came back. She had seen her doctor and was having a battery change surgery, which was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.